Event description:
It was reported that the surgeon had difficulty folding the lens prior to inserting it into the patient's eye. The surgeon decided to enlarge the incision and implanted the lens without folding it.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.